Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
The pacemaker involved in this MDR was interrogated upon follow-up performed on (B)(6) 2010. A message was displayed: "guiapp: csowin. Exe application error". The programmer software crashed. The pacemaker was re-interrogated and normal operation was observed. Analysis of available files did not confirm the reported event.